Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the venovenous collaterals using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, the physician placed three coils in the first venovernous collateral using the lantern and catheter, then proceeded to go to the second venovernous collateral. While attempting to retract the lantern through the catheter, the physician experienced resistance, and the lantern broke at the mid-shaft; therefore, the catheter containing the broken lantern was removed. The procedure was completed using another lantern and catheter. There was no report of an adverse effect to the patient.